Manufacturer narrative:
Subsequent to the hospital proactively replacing the flow sensors, a ge healthcare service representative performed a checkout of the equipment and a review of the logs. The ventilator was calibrated and the unit was returned to service. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that pressure controlled ventilation was not functional during a case. The clinician reportedly switched to volume controlled ventilation and completed the case. There was no reported patient injury.